Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose levels were 346 mg/dl and 396 mg/dl. The customer reported that the insulin pump was under delivering due to high blood glucose levels. The insulin pump will be returned for analysis.